Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2011 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2011. Model number/catalog number: sc-8120-50. Serial number: (B)(4). Batch/lot number: 175526a. Model/catalog description: artisan surgical ld 50cm 16 contact lead. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.